Event description:
It was reported that during a temporal lobe exploration open procedure, when a non-(B)(6) bovie was used on the skin with the ft10 electrosurgery generator, there was a fire larger than match on patient including the drape which was extinguished by water. The patient sustained 2nd degree burns on the face and chest roughly 20cm. The patient experienced unanticipated tissue loss and tissue damage in the form of a skin burn, which was determined to be permanent. Surgical time was extended by 30 minutes or more due to the problem, and an additional operation was required to address the issue. The patient was transferred to another hospital burn unit for treatment and received medical intervention for the burn. Hospitalization was extended and remained ongoing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).